Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a green image on the monitor. The event occurred during an out-of-the-box failure. There were no reports of patient involvement.